Manufacturer narrative:
Date of event and explant date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken in (B)(6) 2025 wherein the system was explanted to address the issue.